Manufacturer narrative:
The certain® gold-tite® hexed screw (iunihg) was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 10 (universal) and used for an unknown period of time. The customer has not provided additional pictures or x-ray images of the event. DHR review was completed for the subject lot number 1211484. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1211484) for similar cause and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (iunihg). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
Additional information received report the screw was unable to be removed. Implant remains implant and doctor planning to do a bridge.

Manufacturer narrative:
(B)(4).

Event description:
The complainant reported that the abutment screw fractured and the fractured screw is still within implant. The screw is pending removal.